Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that when she went to the bathroom today the insulin pump fell out of her pocket and hit the ground. The device began to give a constant tone and a no reservoir alarm appeared on the screen. The customer was unable to clear that alarm. The customer removed the battery and reinserted it but the display became blank and the constant tone continued. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the blank display. The customer also confirmed that the battery cap contacts, battery compartment, and spring did not have any damage, corrosion, or missing components. A new alkaline aaa battery was inserted into the insulin pump but the display did not return. The battery cap contact was cleaned and a new aaa alkaline battery was inserted again but the display did not return. The insulin pump was returned.

Manufacturer narrative:
The pump was received with a full segment display due to a problem isolated to the interface board. Unable to perform the functional testing due to the display anomaly. Unable to verify the audio/beep, clock monitor frequency error or blank display due to the display anomaly. The pump had minor scratches on the lcd window, a cracked case near the display window corners, cracked battery tube threads, and a cracked reservoir tube lip. No moisture damage was noted on the electronic assembly.